Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported malfunction. The se replaced the single board computer (sbc) to resolve the issue. The se also performed the two year preventive maintenance service. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during set-up, a ventilator was getting stuck at the six images screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.